Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. Failure analysis found the instrument o have a frayed grip cable at the distal idler pulley. Additional observation not reported by the customer: the instrument was found to have thermal damage on the bipolar yaw pulley. The bipolar yaw pulley exhibited localized melting damage at the base of one of the grip tips. Electrical continuity was performed and passed. No damage to the conductor wire was observed. The instrument was also found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.087 - 0.127 in length and were not aligned with the tube axis. Scratch marks /abrasions instrument main tube are typically attributed to mishandling / misuse.

Event description:
It was reported that prior to a da vinci-assisted prostatectomy - simple surgical procedure, the fenestrated bipolar forceps (fbf) was found to have a frayed cable. A backup instrument of the same kind was used, and the procedure was completed with no reported injury.